Event description:
It was reported that malfunction alarm occurred on pump with code 12 before customer contacted support, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.